Manufacturer narrative:
During the service evaluation of the product, it was identified that the handpiece had a faulty transducer. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported failure was confirmed.

Event description:
A quality coordinator reported on behalf of the customer that there was a vibration failure alert on the c2602 cusa excel 36khz straight handpiece during testing on an unspecified date. Additional information received on 14jan2019 from the customer stating that the problem was noticed during sterilization inspection and testing. There was no patient prepped for a procedure and no surgery delay.